Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right atrial (ra) lead had been displaced completely and there was no capture.

Manufacturer narrative:
Continuation of d10:  product ID dtpb2qq (serial: (B)(6)); product type: 0236-crt-d; implant date (B)(6) 2026 product ID 429888 (serial: (B)(6)); product type: 0269-lead-lv-lh; implant date (B)(6) 2026 product ID 6935m62 ((B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2026; explant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks due to t-wave oversensing (twos) of the right ventricular (rv) lead. In addition, the r-wave amplitude had significantly dropped to less than 3 millivolts. An rv lead dislodgement was suspected. Furthermore, it was noted that the right atrial (ra) lead measurements were out of range (oor) and it was determined that the atrial lead had displaced into the ventricle. The rv lead and ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.